Event description:
During a ptca/stenting treatment procedure, the balloon ruptured at 6 atms on the second inflation. The lesion being treated was a 90% stenotic lesion in the distal right coronary artery (rca). The balloon was being used to post-dilate an unspecified stent. (The number of atms reached on the initial post-dilation inflation was 12 atms.) The balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'